Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 358 mg/dl (aviva ) and 165 mg/dl (doctor's meter).no adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.